Manufacturer narrative:
The reported event could be confirmed, through the additional patient documents and since the device was returned for evaluation. A device inspection revealed the following: the returned nail was observed to be intact without any significant damage except for a heavy bearing mark inside the distal oblong hole cause by the locking screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Since there was no device malfunction/failure and device related harm to the patient, the root cause of the failure is attributed to a patient related factor. The patient underwent a revision surgery following a fall with a nail already inside, leading to a fresh fracture as confirmed through additional documents provided. If any further information is provided, the complaint report will be updated.

Event description:
The surgeon reported that the patient who had been implanted with a gamma long nail needs revision surgery. Additionally reported: patient presented in a&e on (B)(6) 2020. Patient tripped and fell, fresh fracture to the femur was noted, nail intact. Patient has fibrous dysplasia.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The surgeon reported that the patient who had been implanted with a gamma long nail needs revision surgery. Additionally reported: patient presented in a&e on (B)(6) 2020. Patient tripped and fell, fresh fracture to the femur was noted, nail intact. Patient has fibrous dysplasia.